Event description:
An attorney alleged a fire occurred in the home of an end-user on (B)(6) 2013. Reportedly, one person died due to the injuries sustained in the ensuing fire. A preliminary investigation into the fire allegedly noted an unknown powered wheelchair was found in and/or near the identified point of fire origin. As the investigation into the fire is on-going, a final determination regarding the cause of the fire has not yet been provided.

Manufacturer narrative:
As the investigation into the fire is on-going, a final determination regarding the cause of the fire has not yet been provided.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-06109. Invacare's counsel and expert attended a site inspection on (B)(4) 2013. The focus of the inspection was on the fire scene itself, and not the wheelchair. Eleven total entities were placed on notice of the fire and attended the inspection. The wheelchair is a tdxsp-cg. Serial number is (B)(4). Charger is serial number (B)(4). The only visual damage to the wheelchair was on the headrest. The battery charger was found plugged in the wall outlet in the bedroom and was undamaged. The fire captain did perform a cause and origin investigation and determined the cause of the fire was electrical. (A copy of his report has been requested). The electrical breaker for the lights in the bedroom had been tripped. Remains of candles were also found in the bedroom. It is unknown if they were lit at the time of the fire. Destructive testing of the numerous electric items plugged into the power strip (tv, vcr, air purifier, 2 laptops, etc) will be conducted at a later date. The wheelchair will also be tested at the same time. Invacare will have counsel, an external expert and an in-house engineer present at that time.